Event description:
During incoming inspection of the device, the complainant alleged that the device displayed a "bridge test fail" message after 5 seconds. The complainant indicated that there was no patient involvement in the reported malfunction.